Manufacturer narrative:
(B)(4). This report has been identified as b. Braun internal report # (B)(4). The actual device has not been received yet and the investigation is on going at this time. In a follow up with the facility, the reporter confirmed that the patient was "doing ok". A follow up report will be provided after the inspection results become available.

Event description:
Reference importer # (B)(4).